Manufacturer narrative:
The event described in this complaint has been well understood. It has been escalated in order to perform a depth analysis and take appropriate action in order to prevent a recurrence. This complaint is recorded for trending purposes. The UDI is unknown as for now. Once it is retrieved, a new MDR will be provided.

Event description:
Reportedly, it was reported that in the operating room when the patient was already installed and ready for the intervention that when the physician opened the pacemaker box, no screwdriver was found. He was therefore not able to implant it directly. A single use screwdriver stored in the operating room was used to complete the intervention.